Manufacturer narrative:
Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak at reagent probe a during a control run involving a unicel dxc 600 synchron system. The customer indicated that approximately 5 cc's of fluid had leaked and no patient samples were run at the time of the event. The customer noted that patient samples were run before the leak but no erroneous results were generated. There was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no injury or exposure was reported. Beckman coulter field service engineer (fse) confirmed the leak from reagent probe a and observed that the vacuum waste valve was obstructed. The valve was replaced and no further leaks were observed. Repair was verified per established procedures and results met published specifications.